Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope]. 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [Inspection of water supply]. 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (crack/chip/gap of the adhesive on the insertion section) was confirmed due to the adhesive around the light guide lens was peeled. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the bending angle in the up direction and the play of the up/down knob did not meet the standard value, the adhesive on the bending section cover had a white-clouded area, the water removal ability did not meet the standard value, the pain on the suction cylinder was peeled, switch 4 had wear, the light guide lens had a crack, the connecting tube had a dent and a scratch. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. The customer did not have any idea what the foreign material was. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was presoaked in the detergent solution. The air/water nozzle was flushed with the detergent solution. The customer indicated that after bedside washing and washing the device in the sink, oer-6 was used for washing and disinfection, so there was a suspicion of adhesion when wiping. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer that when using a gastrointestinal videoscope, there was a crack/chip/gap of the adhesive on the insertion section. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the nozzle had foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.